Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia along with damage and possible over delivery anomaly, the customer reported blood glucose value of 40 mg/dl. The customer reported hypoglycemia, was treated with glucose/carb intake. The event involved product(s) mmt-1712k. The customer was using the insulin pump within 48 hours and it was unknown if customer using the auto-mode/smartguard feature at the time of low blood glucose event. Customer believed that the pump was over delivering. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08715 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 30.975 units of normal bolus was delivered on (B)(6) 2024 between 01:00:16.000 and 19:08:14.000. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm alleged high bg's or low bg's. Confirmed cosmetic damage to the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.